Event description:
The issue with the touchscreen is software related. The documentation states that one of the buttons is supposed to be held down for several seconds to stop the pump. However, we discovered it simply needs to be touched to stop the pump temporarily. The pump restarts on its own when released. The manufacturer was contacted and is aware of this issue.